Manufacturer narrative:
The device code and evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2019. It was reported the patient was taken to the emergency room on the day of the call ((B)(6) 2019) because they were violently throwing up and experiencing pain throughout their body. The patient thought the pump was either not working or the pump was out of medication. It was noted the pump was not due for a refill until (B)(4) 2019. The patient's current symptoms began (B)(6) 2019. The consumer was requesting to have a manufacturing representative check on the device. The patient felt like their pump was faulty and had not worked properly because they have had issues ever since the pump was implanted on (B)(6) 2015. It was noted the patient's healthcare provider and a manufacturing representative were convinced that the pump was okay because they did a dye study and checked the pump and did not find anything wrong. The patient wanted the pump removed eventually but did not want to go through withdrawal, so they kept reducing the medication, lower and lower. It was noted the patient was in pain twenty-four hours a day, 7 days a week. The healthcare provider was willing to increase the dose from the very low dose the patient was currently on, but the patient did not want to do that. The pump was not alarming currently. The patient was currently hospitalized. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration; dose; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. The patient believed her pump was "shut off." The patient felt the pump had shut down on her and something was not right. The patient began feeling more pain a week prior and began throwing up on (B)(6) 2015. The patient had horrible pain all the way up her whole body. The patient stated that she had neuropathy and it would usually only go up to her knee caps. The patient went to the emergency room (ER) on (B)(6) 2015 and they had no idea what the patient was talking about regarding the pump and issues. The ER did not know what to do and did not get a hold of the patient's healthcare provider (hcp). The patient stated that she had a little bit of oral hydromorphone and on (B)(6) 2015 she started taking it every 6 hours. The week prior, the patient had tried calling her hcp and the office was closed. The patient tried to call the hcp office on (B)(6) 2015 as well but the office was closed and they were not open on fridays. As of (B)(6) 2015 the patient was in much more pain than the day prior. The patient stated that her fingers hurt so bad currently. The patient's primary care physician was currently out and the patient was waiting for a nurse to call her back. The patient was to continue taking oral hydromorphone as needed but did not want to take anything extra as she had been taking 2 pills every 6 hours normally. The patient noted that she was not due for a pump refill for another month. Additional information was requested regarding clarification of the pump being shut off, if there was a device/therapy issue, diagnostics/troubleshooting performed, and actions/interventions taken. A supplemental report will be submitted if additional information is received.